Event description:
It was reported that 200 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were received contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reports receiving 200 plates (one full case) of 221261, lot #2196568 - of contaminated plates.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2196568 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and the only other complaint on batch 2196568 also was taken from mayo clinic. Retention samples from batch 2196568 were not available for inspection. Two shipments of plates from batch 2196568 were returned for investigation. The first shipment received on september 29, 2022 was 100 plates from 10 unopened sleeves shipped in a box with packaging peanuts. Plates were inspected and 12/100 plates had surface bacterial growth (time stamps 1429, 1442, 1446, 1452, 1453, 1502 and 1509. The second shipment received on october 04, 2022 was 100 plates from 10 unopened sleeves shipped in a box with packaging peanuts. Plates from this shipment were inspected and 10/100 plates had surface bacterial growth (time stamps 1407. 1408, 1430, 1431, 1436, 1437, 1452, 1454, 1501, 1505, 1506 and 1508). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. No photos were received for investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that 200 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were received contaminated. No patient impact was reported. The following information was provided by the initial reporter: customer reports receiving 200 plates (one full case) of 221261, lot #2196568 - of contaminated plates.